Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory was not preserved by the customer and will therefore not be available for receipt or failure analysis evaluation. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the reported event date that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted endometriosis resection procedure, the monopolar curved scissors (mcs) instrument tip cover accessory slipped off while the instrument was being removed, resulting in an approximately one-hour delay as the accessory was located inside the patient and subsequently retrieved during the same procedure; no adverse impact on post-operative outcomes was reported, and the scissors sheath was not preserved. The customer stated that the tip cover was retrieved laparoscopically at the end of the procedure. The mcs did not collide with other instruments. The tip cover appeared to be properly installed throughout use, with no orange surface visible after installation. No electrolube or other lubricant was applied prior to installation, and there were no reported difficulties during removal (no resistance through the cannula, no access issues), with the instrument handle in the upright position. After the event, the surgical team did not observe damage to the tip cover, the instrument, or the cannula. The total operating time was more than three hours, the patient was under anesthesia at the time of the event, and the surgeon reported no intraoperative or postoperative complications, and the delay was not expected to result in long-term patient complications.